Event description:
According to the reporter, pre-operatively, it was restarted using a power approach (long pressed the left and right green buttons and plugged it back into the charger), but it did not recover, there was a power handle error with red circle slash and yellow exclamation mark was displayed. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that there were multiple logs where the handle failed motor test on initialization.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection found no abnormalities. Functional testing noted that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. There was a burnt-in section of the organic light-emitting diode (oled) screen. Only two motors were heard during the motor test. The handle displayed a power handle error. An analysis of the data saved to the system showed motor test failures. The handle had 259 of 300 procedures remaining. Further evaluation noted that the back handle housing was removed and there was no indication of contamination, the motor wires being pinched or the motor end bell being loose. The motor and motor controller were analyzed. There was no indication of any issues with any of the motors. There was no indication of any external damage to the motor controller. The motor controller was found to be electrically non-functional. The motor controller was analyzed and was found to be shorted internally. It was reported that there was a signia power handle error (red circle with line). The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition of screen burn-in. The most likely cause could not be established from the information available. The oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.